Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed and no relevant findings were identified. Without the device to evaluate, the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported that swg got kinked when the user tried to place it in the vessel. The user checked it to find that the coil was uneven. The kit was replaced with a new one.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that swg got kinked when the user tried to place it in the vessel. The user checked it to find that the coil was uneven. The kit was replaced with a new one.